Manufacturer narrative:
Concomitant: product ID neu_ins_stimulator, product type implantable neurostimulator. Product ID neu_unknown_ext, product type extension. Product ID neu_unknown_prog, product type programmer, physician. (B)(4).

Event description:
Additional information received reported that the bend in the stylet was an out of box issue. The lead was not implanted, never placed in the patient at all due to the bend.

Manufacturer narrative:
Analysis of the lead found the proximal end was stretched.

Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician; product ID neu_stylet_acc, product type: accessory; product ID neu_stylet_acc, product type: accessory. (B)(4).

Event description:
It was reported that the stylet was bent near the contacts. There was a bent lead/stylet. Action required as a result of the event was an explant and replacement. No diagnostic testing or troubleshooting was required. The issue was not resolved and the cause was not determined. No patient symptoms were associated with the event.